Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical survey, post-operatively, patient populations for occlusion of vessels and other tubular structures stated that the patients experienced: bleeding occasionally, leakage including bile occasionally, and perforation both sometimes and frequently. It was described what occurred and how the procedures were completed: inadequate control, abscess, and that it never resulted in surgical or major medical interventions that changed the course of care. Furthermore, it was stated that the device never performed adequately due to calcified vessels in the geriatric patient population.

Manufacturer narrative:
Additional information: b5, d1, d4 (model #, catalog #), e1 (first name, facility name, street 1, city, postal code), g3, g4 (PMA / 510(k) #), h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the clinical survey, post-operatively, patient populations for occlusion of vessels and other tubular structures stated that the patients experienced: bleeding occasionally, leakage including bile occasionally, perforation both sometimes and frequently; and rarely infection. It was described what occurred and how the procedures were completed: inadequate control, abscess, and that it never resulted in surgical or major medical interventions that changed the course of care. Furthermore, it was stated that the device never performed adequately due to calcified vessels in the geriatric patient population.